Event description:
The patient contacted animas on (B)(6) 2013 reporting that after a battery change the ok button was not responding to confirm the verify screen. The patient confirmed no known damage to the keypad. This report is made based on the allegation of the button response issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: there was no visible damage to the keypad rubber but the keypad button symbols were noted to be worn. The keypad buttons were tested and all of the buttons were found to be intermittently responsive to button presses. The keypad was removed and contamination was observed under all of the keypad button contacts.